Event description:
Hologic field applications specialist (fas) reported on behalf of customer who found discrepant samples from their sars-cov-2 tma runs done on the panther instrument sn (B)(4). The samples in question resulted positive but were negative when tested in a different location using a non-hologic platform. Customer confirmed the original vtm was frozen at -80 degrees prior to retest. Customer did not upload logs, worklists, or sample ids for review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) advised customer the difference in results could be due to difference in sensitivity of the two platforms. The samples could also have been affected by degradation, contamination, and improper storage. Ts noted the first result was from a valid run and therefore should not be retested; additionally, results from different platform should not be compared to the panther results. Customer understood and did not report any further issue. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.